Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose on (B)(6) 2016. Customer's blood glucose was 29 mg/dl at the time of the incident. Customer's current blood glucose is 134 mg/dl. Customer had low blood glucose for that day. Customer was moaning and groaning. Customer's dog was barking, so her mother heard her and came to find that she was unresponsive. Customer's blood glucose was high the day before at 587 mg/dl. Customer had given herself too much insulin for the high blood glucose. Customer was treated with an IV and monitored until her blood glucose came up. Customer was wearing the pump at the time of the hospitalization. Customer determined that her blood glucose was high because she had air bubbles in the reservoir. Customer changed the reservoir and declined troubleshooting for high blood glucose on the pump.